Manufacturer narrative:
Findings: unit powered up properly after battery installation. No blank display noted. Unit was received with normal operating currents and noun expected off no power, low battery, battery out limit, failed battery test alarms during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, stained end cap sticker and broken battery cap. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 142 mg/dl. The customer stated that there is scratch on the lcd screen and the battery cap is worn down. The customer stated that the device was dropped in a few times. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.